Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that it was believed that insulin pump was over-delivering and did not receive an alarm, customer also heard a whining noise during rewind. Customer reported that the emergency medical service was called on (B)(6) 2016 due to low blood glucose of below 30 mg/dl which almost caused a comatose state. Customer was treated by ems with a glucagon shot and IV. Customer was not taken to the hospital but states he had a hospitalization on (B)(6) 2016 due to an amputation due to gangrene. During troubleshooting, customer reported that buttons were not responding. Customer's blood glucose at the time of call was 110 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No delivery anomaly or motor noise during rewind noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. All of the buttons functioned properly. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test. Drive/motor was inspected and no drive/motor anomaly was noted. No moisture damage on keypad traces noted. Keypad connector was fully locked.